Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead dislodged/ perforated rv septum. Doctor tried to reposition the lead several times, without optimal results. The lead was removed and trace tissue was caught in the tines of the lead. A new lead was implanted with great results.

Event description:
Rv lead dislodged/ perforated rv septum. Doctor tried to reposition the lead several times, without optimal results. The lead was removed and trace tissue was caught in the tines of the lead. A new lead was implanted with great results.

Manufacturer narrative:
Combination product: yes.